Event description:
It was reported that the customer experienced low blood glucose levels while requesting programming assistance on the insulin pump. The blood glucose reading was 40 mg/dl. The customer noted that her blood glucose readings had been in the 60 mg/dl range since morning. She was assisted with adjusting her basal rates. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.